Event description:
According to the reporter, while changing the cartridge during an open procedure for rectal cancer, the stapler was unable to close. The two halves did not join and lock into place as usual at the hinge pin. The white flag interlock was not engaged. They had to open an new stapler in order to complete the case. There was no patient injury.